Event description:
On (B)(6) 2010, a huber needle broke off in a patient's chest. The huber needle was placed in patient's chest at (B)(6) clinic at (B)(6) medical center -(B)(6) cancer center. Placed by dr (B)(6) clinic. Date of insertion (B)(6) 2010 at 9:10 am. Gripper plus non coring safety needle manufacturer smiths medical md inc. Lot/batch 202x30 ref/catalog 21-2966-24. Dates of use: (B)(6) 2010 -- (B)(6) 2010.